Event description:
It was reported via ufr: "stryker rep opened implant box onto sterile field, handed the operating room circulator the outer box. Circulator noted expiration date and immediately informed the rep and surgeon of expiration date. Rep explained to the surgeon that the expiration date pertained to the box and outer wrapping. Physician chose the use the expired implant. He was made aware that there was another implant available."

Manufacturer narrative:
An eval of the device cannot be performed as the device remained in the pt and was not returned to the MFR. If device or add'l info becomes available it will be submitted in supplemental report.